Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.